Event description:
(B)(4). Played (B)(6) with my daughter and started having severe lower back pain on the left side that would wrap around my side to my lower left abdomen. Saw a doctor where I was living and he told me it was probably just a pulled muscle. I went home and anytime I move the wrong way or sat down in certain positions the pain would feel like being stabbed to the point where I couldn't help swearing! The pain became a dull ache on the left lower back and still stabbing in front depending on how I sat. I moved in (B)(6) 2015 and started noting blood in my urine getting worse and worse everyday. I went to a doctor and when I gave a urine sample it looked like I had poured cola in the sample container because of how much blood was present. The doctor said I had a uti and put me on antibiotics. Later f/u urine sample showed small amount of blood but the pain started again especially when using the stairs in my town home. I eventually couldn't handle the pain that came with the use of stairs. The doctor recommended that I no longer should live in the townhouse due to issues from using the stairs. I then moved (B)(6) second and I hurt incredibly bad during and after the move. So I scheduled an appointment with an ob/gyn and I suggested it may be from the essure implants. She scheduled me for ultrasound and when the report came back it showed fluid in my uterus, so she suggested I have a d and c done to remove the fluid. After the procedure she said my uterus was scarred from the ablation I had done at the same time I had the essure done. She stated she wasn't sure if she got all the fluid because the scar tissue was so bad that she could barely get the camera inside... Pain continued and at f/u appt she basically said I could try and deal with the pain or go ahead with the hysterectomy. After everything I've been through I opted for the hysterectomy which is scheduled for a future date. Since the essure was placed, body pain increased, migraine headaches started, painful intercourse, irregular spotting, moodiness, depression, and the development of a second uti. Once again the pain is so unbearable that sometimes I can barely get out of bed.